Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 492 mg/dl. The customer was transported by paramedics to the hospital on (B)(6) 2016. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they did not know how to use the insulin pump and had been hospitalized before to have their toes amputated with a blood glucose level of 755 mg/dl. The customer was assisted with troubleshooting and was sent new supplies.